Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. An effusion was present prior to the procedure. A 27mm watchman laa closure device & delivery system was used and successfully implanted. The patient remained hemodynamically stable; however, post-procedure the effusion was noted to be larger. A limited echo was performed following the case as well as another limited echo a few hours post-procedure and no changes were noted. No further intervention was needed and the patient was discharged the following day.